Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 12f amplatzer torqvue 45x45 delivery system (tv45x45) was exchanged for a larger 14f tv45x45 in order to accommodate a larger device. During insertion of the 14f tv45x45, the patient's femoral artery was punctured and the procedure was stopped due to the perforation. The patient is reported to be stable. A femostop with 60 mg of pressure was applied and IV panandol was administered and there were no long term sequelae for the patient. The patient will return for a second laao procedure at a later date. Patient specific information of weight is not available for this complaint. (Clinical study patient (B)(6)).